Event description:
It was reported the distal part of the extension carrier broke off under the skin in the neck/lower skull area. The broken portion was retrieved by neurosurgeon "when he cut off an extra 5 cm". Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).